Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) hst iii seal was placed in the aorta according to the procedure. They tried adjusting the spring but bleeding could not be stopped. They tried to stop the bleeding with a new hsiii, but they could not stop the bleeding, and they used a new hsiii to complete hemostasis . No additional incisions. Although there was a slight increase in operative time, the operation was completed without affecting the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000250652 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.